Event description:
It was reported that a tear was observed while the drape was in use. Also, "this is putting their patients at risk". No patient complications have been reported as a result of this event.